Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-32775. It was reported that during the patient's permanent implant procedure on (B)(6) 2020, the patient could not be anesthetized properly with monitored anesthesia care (mac). Physician made the midline incision, but the patient was unable to remain still. As a result, the procedure was abandoned. Later that same day, the procedure was attempted again with the patient being placed under general anesthesia and the procedure was completed without incident.